Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Sales representative reported on behalf of healthcare professional "patient complains of breast implant firmness and tenderness, achy joints and brain fog and grade 4 encapsulation". This record is for left side. The device remains implanted.

Event description:
Sales representative reported on behalf of healthcare professional "patient complains of breast implant firmness and tenderness, achy joints and brain fog and grade 4 encapsulation". This record is for left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a5, a6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. .

Event description:
Sales representative reported on behalf of healthcare professional "patient complains of breast implant firmness and tenderness, achy joints and brain fog and grade 4 encapsulation". This record is for left side. The device has been explanted and discarded.